Event description:
The patient had an enterra neurostimulator system implanted in 2006. Fourty two days later, she experienced acute onset of sharp, cramping pain. Evaluations were negative. The patient was treated with morphine, dilaudid and phenergan and discharged from the hospital. Follow-up clinic evaluation on 4/11/06 revealed continued left upper quadrant epigastric pain and the neurostimulator device settings were adjusted. On 4/14/06, the patient was again seen in clinic and complained of left flank pain. The device was turned off. However, the patients gastroparetic symptoms quickly returned and the device was turned back on and the patient given a fentanyl patch for pain. The device was relocated to the right side of her body 2 months and 11 days after implantation. One month later, the patient was seen in clinic where she again was experiencing pain and the device was turned off. Three days later, due to worsening of the gastroparesis symptoms, the device was turned back on. However, the patient again experienced abdominal pain and was seen in the emergency room where she was treated with dilaudid and phenergan and discharged.

Manufacturer narrative:
The device has not been explanted. If further information is received, a follow-up medwatch report will be sent.